Manufacturer narrative:
E1: initial reporter city: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor did not deflate. The patient received the first course of folfox/pembrolizumab through a vascular access port (vap). After two days, it was discovered that the device had not deflated. The vap needle was replaced, and after another 2 days, the pump was found to be completely full. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: h4, h6, h11. H4: the lot was manufactured between april 23-24, 2024. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.